Event description:
It was reported that during a ureteroscopy procedure, the fiber was plugged in, it sparked and then snapped and broke at the fiber body. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that during a ureteroscopy procedure, the fiber was plugged in, it sparked and then snapped and broke at the fiber body. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The investigation concludes that the reported observation was not confirmed as there are no visible defects or fiber body breaks. The fiber tip was in good condition; however, the fiber has signs of usage, the connector shows severe burn marks and light is passing through the connector. The aiming beam is slightly weak and round. The device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on this this information, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a ureteroscopy procedure, the fiber was plugged in, it sparked and then snapped and broke at the fiber body. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The investigation concludes that the reported observation was not confirmed as there are no visible defects or fiber body breaks. The fiber tip was in good condition; however, the fiber has signs of usage, the connector shows severe burn marks and light is passing through the connector. The aiming beam is slightly weak and round. The device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on this information, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.